Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; thoracic stent-graft migration: the role of the geometric modifications of the stent-graft at 3 years. Nasr, bahaa et al. Annals of vascular surgery, volume 58, 16 - 23 https://doi.org/10.1016/j.avsg.2018.10.024. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients for the endovascular treatment of thoracic aneurysms. It was reported on unknown dates the following adverse events were reported: malfunctions: type ia, ib iii and v endoleaks, migration, serious injury: reintervention. The cause of the events are undetermined.